Event description:
It was reported that on (B)(6) 2004 per operative report the patient underwent a laminectomy/foraminotomy; spinal fusion with instrumemtation ; for the dx: l3-l4, l4-l5, and l5-s1 disc, with spinal stenosis, chronic back and leg pain. ¿we then did a laminectomy at l3, l4, l5, and s1 bilaterally. At the l3-4 level, there was a large herniated disc. We retracted the nerve root and did a discectomy, incising the annulus with a 15 blade knife. This was done on the left side. On the right side, at l4-5, we retracted the root and incised the annulus and emptied out the disc contents with the pituitary punch. At the l5-sl level, on the left side, there was much scarring. We did a foraminotomy. We could not see any recurrent disc material but did see a lot of scarring. In any case, foraminotomy was completed. We then placed pedicle screws from l3 down to s1 on the right side and l3, l4, and s1 on the left side. This was the legacy sofamor danek system. A rod was placed and then we placed the bone graft that had been harvested from the patient. This was placed in the lateral gutters bilaterally, after drilling off the transverse processes. All of set screws were tightened and then we removed the retractors ¿¿.¿ there were no complication reported. Note: though the description in the operative report does not mention infuse, the hospital¿s ¿equipment charges¿ does. On (B)(6) 2005 the patient presented with diffuse back pain. Per the doctors notes ¿he has not done well post surgically. He indicates he now has left leg pain and paresthesias. Intermittent urinary incontinence.¿ he has been on high doses of pain medications which have not helped. ¿impression failed fusion, possible component of neuropathic pain; over exaggeration with positive axial rotation, light touch and discrepancies; possible opioid resistant.¿ on (B)(6) 2005 the patient presented with back and leg pain. An electro-diagnostic study was conducted that showed ¿no evidence consistent with diffuse peripheral neuropathy, isolated mononeuropathies, lumbosacral plexopathies, or lumbosacral radiculopathies.¿ on (B)(6) 2005 the patient presented with low back pain, left leg numbness, and post laminectomy syndrome. Per the doctors notes he ¿does display relatively decreased sensation in his whole entire legs, form his mid-thigh down the left side entirely, in non-dermatomal pattern stocking glove fashions. The right below his knee decreased sensation. Straight leg raise is positioned bilaterally, sitting and supine bilaterally symmetric, both legs causing pain in his back and down his buttocks¿x-rays and MRI scan show what appears to be, previous to his last surgery, congenital stenosis pedicles and stenosis fairly severe above his fusion at l2-3. He is otherwise l-3, l4-5 is moderate stenosis with disc bulging¿. His last three discs l2-4, l5, l5-s1 that appear to be very bulging discs, herniation prior to last surgery. Did not have anything post-operative thus far. Current x-rays show proper healing around l5 and s1 are, especially s1 he has healing on the ap view. ¿ on (B)(6) 2005 the patient presented low back pain and bilateral sciatica and underwent a spiral CT lumbar. The results demonstrated ¿ ..three level fusion, l3-4, l4-l5, l5-s1 level ¿evidence of incomplete graft incorporation at all levels, perhaps only a small partial bridge on either side at l4-l5, otherwise no significant laminar bone mass, as well as lysis around either s1 screw suggesting instability and movement at the l5-s1 disc space; posterior central discogenic spurs at l3-l4, l4-l5, and l5-s1 as described above, but decompressions of the central canal by posterior midline laminectomy procedure. No apparent foramen stenosis.¿ on (B)(6) 2005 the patient presented post laminectomy syndrome l3-s1. ¿his MRI was reviewed and showed ¿no significant stenosis in the cervical, lumbar, and thoracic regions, there is some disc space bulging in multiple areas in the cervical, lumbar, and thoracic spine, but mostly just bulges, nothing significant as far as any severe pain.¿ ¿in review the x-rays he probably has a non-union and haloing at the s1 screws, last level. On (B)(6) 2005 the doctors review of the CT scan dated (B)(6) 2005 stated ¿it is obvious he has a nonunion at all levels fused. He has haloing at the s1 screws as well.¿ on (B)(6) 2005 the patient presented lower extremity pain and paresthesias. He underwent an electro diagnostic study which was ¿essentially normal.¿ on (B)(6) 2005 in the doctor¿s review (without patient) it was recorded that there is a probable nonunion l3-4, l4-5, l5-s1 status post previous instrumental. On (B)(6) 2005 the patient presented trouble moving his left leg, very antalgic gait, back pain and leg pain. He has had two previous s @@@@@@@@@ urgeries. ¿first decompression and second one a decompression and fusion from l3 to s1¿.he has continued to have significant problems with back and leg pain. ¿he stated two weeks ago he had some trouble and has had to I<(>&<)>o catheterization himself¿.. Is very difficult to test neurologically because of the pain in his left leg.¿ an MRI reportedly ¿shows degeneration at 3-4, 4-5, and 5-1. CT shows a pseudoarthrosis. There is a pedicle screw out on the one side at 5. Definite nonunion.¿ on (B)(6) 2005 the patient presented a diagnosis of three level pseudoarthrosis. Also, ¿¿he appears to have some neurologic bladder.¿ on (B)(6) 2005 per the operative report, the patient presented a preop diagnosis of pseudoarthrosis, l3-l4, l4-l5. L5-s1; loose hardware posteriorly. The patient underwent anterior fusions, l3-l4, l4-l5, l5-s1; prosthetic device anteriorly, l3-l4 with infuse; prosthetic cage l4-l5 <(>&<)> l5-s1 both with infuse; removal of posterior segmental fixation; exploration of spinal fusion; re-instrumentation l3 to l5; intra-transverse fusion l3-l4, l4-l5, and l5-s1 posterior infuse. ¿we first did a posterior approach and removed the rod. We then closed this one anterior, exposing l3 to l5 and placed cougar cages at l3- l4, l4-l5, and l5-s1 with the infuse. Complete diskectomy was done. The cages were very stable. We then flipped the patient posteriorly, removed the old screws which were loose. Exposed the fusion and explored it. There was obvious pseudoarthrosis. We then re-instrumented them from l3 to s1 with tsrh. We made a posterolateral fusion with infuse after preparing the fusion bed¿.. Made a slightly left and midline paramedian incision and exposed the retroperitoneally l3-l4, l4-l5, and l5-s1. We did ligate the iliolumbar to mobilize. We confirmed the levels with x-rays and with an 0 ring retractor in place, we first did a complete diskectomy at l3-l4 and prepared the endplate and found subchondral bleeding bone and placed an anterior cage with infuse. Cougar cages were used. We then did same with l4-l5. Complete diskectomy was done. We got good distraction. Placed another cage with infuse and then we went at l5-sl and went to the bifurcation taking the middle sacral. Complete diskectomy was done and placed a third cage packed with infuse. Stability of the cages were excellent. Good pulses bilaterally. ¿. We then again prepped the posterior lumbar region. Ioban was used. We opened up the previously made incision and removed the screws. We explored the fusion. There was obvious pseudoarthrosis. We explored and then exposed the transverse process at l3 to l5 and sacral ala. We then proceeded to re-instrument with screws in l3, l4, l5, and s1. We did not replace the screws that had been previously left out at l5. Purchase was good. Larger screw were used, titanium tsrh was used. We then attached rods and connectors and tightened these and torqued these off. We the copiously irrigated with antibiotic solution and then placed infuse posterolaterally with master graft from l3 to s1 on the decorticated surface.¿ no complications were noted. The 2v lumbar spine x-ray and ap and lumbar spine x-ray confirmed screws were appropriately placed and a laminectomy defect noted posteriorly. On (B)(6) 2005 the patient was discharged from hospital. On (B)(6) 2005 in a post op visit ¿his three views look good. His cage is in a good position. A lot of posterolateral bone, not healed yet but would not expect it to be¿.because of his susceptibility to smoking we placed a ebi internal stimulator.¿ on (B)(6) 2006 in a post op visit the patient presented back pain and feel pressure on bowel. ¿x-rays look good, cages look good.¿ he is using a stimulator. On (B)(6) 2006 in a post op visit the patient presented numbness in the legs. He has eternal catheter in. The patient mentioned two occasions of bowel incontinence. ¿obviously our concern was pseudoarthrosis. Also talked to him about instrumentation. Told him I did not feel they not having a l5 screw in anyway was related, but his hardware loosened just because of his pseudoarthrosis.¿ rectal tone was present and appears normal. On (B)(6) 2006 the patient presented left greater than right leg pain and paresthesias , urinary incontinence and a few episodes of bowel incontinence. Electro-diagnostic findings were normal. ¿there does not appear to be any active radiculopathy or plexopathy in the lower extremities ¿.rectal sampling took place which was normal.¿ on (B)(6) 2006 the patient presented back pain and left sciatica. A thoracic spine MRI was performed which showed ¿degenerative disc disease with small minimal partial subligamentous disc protrusions at three levels, t5-t6, t7-t8, and t8-t9 with no apparent significant cord impingement or stenosis of canal. Costovertebral djd multiple levels.¿ on (B)(6) 2006 the patient presented degenerative changes noted mid-back¿probably causing mid back pain.¿ review of an MRI of the low b ack looked good. ¿may stop external stimulator at this time.¿ on (B)(6) 2008 the patient presented bilateral sciatica and low back pain, the left pain extending to the foot, the right to the knee level. A lumbar spine MRI was performed which showed a ¿status post three level fusion from l3-s1 with intervertebral graft material incorporated into the endplates at all three levels, otherwise negative study.¿ on (B)(6) 2009 patient presented mid-thoracic pan. Patient mentioned ER visit due to fall in tub a month before. Also referenced were a (B)(6) 2009 MRI l-spine and a trial for spinal cord stimulator. On (B)(6) 2010 the patient presented back pain. The doctor notes that ¿he appears very groggy from what appears to be his pain medication and has trouble as far as attention span¿¿ prior to (B)(6) 2010 the patient was allegedly involved in an accidental self-inflicted gunshot into the left non-dominant hand ¿he has complete loss of sensation of the small finger and no active flexion. Subjectively he also states he does not feel any other fingers and there is no evidence of any trauma to the radial portion of his hand from the ring finger to the thumb. He has decreased motion of the fingers and really does not want to move the fingers or thumb also.¿ on (B)(6) 2011 the patient presented neck pain, arm numbness and tingling in arm. Pain is worse when he sits, stands, coughs, or sneezes. Diagnosis ¿cervical radiculopathy¿. Per the doctor¿s notes: ¿I did review his MRI from upright cervical. It does show some disc at 5-6 on the right, no cord compression as well as 6-7 on the left. Otherwise there are really no significant issues with cord compression above or below neuro. Again only findings of any significance are at 5-6, 5-7.¿ on (B)(6) 2012 the patient presented chronic symptoms . The doctor reviewed an emg and prior MRI: ¿emg showing acute on chronic c6- radiculopathy with motor slowing¿¿his MRI does show disc at 5-6, 6-7 left, upright. On on (B)(6) 2012 per the operative report the patient presented back pain and bilateral arm pain. The patient underwent surgery for a herniated disc at c5-c6, right; c6-c7, degenerative disc. The procedure entailed an anterior decompression, arthrodesis, c5-c6; anterior arthrodesis, c6-c7; anterior plate , c5-c7;structural allograph at c5-c6, c6-c7. No complications were noted. ¿diskectomy and removed the disk at c5-c6 on the right. At c6-c7 there was no significant disk, but disk was degenerative, so we fused that level. ..bone quality was high¿there were no significant finding on the left.¿ on (B)(6) 2012 per the doctor¿s note on a telephone call regarding the patient. The patient allegedly complained of increasing swelling in his legs, feet and ankles. An office visit occurred the same day where the patient presented swelling. Per the doctors notes ¿symptoms in his arms as we would expect. ...on exam there are no motor deficits. On exam also, wound looks fine, no infection.¿ on (B)(6) 2012 in a post op visit the patient presented a diagnosis of acdf at 5-6 and 6-7. Patient complained of posterior neck pain. ¿x-rays 3v of the c spine 2v show instrumentation in good position. It appears to be fused.¿ on (B)(6) 2012 ¿ (B)(6) 2013 multiple pain management office visits for chronic neck and back pain, opioid tolerance, opioid constipation, ¿failed neck, failed back¿; on (B)(6) 2012 a pain pump trial began; on (B)(6) 2013 the patient also reported having difficulty swallowing.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.